Manufacturer narrative:
Batch review performed on 14 may 2019: lot 176951: (B)(4). Expiration date: 2023-02-05. No anomalies found related to the problem. (B)(4).

Event description:
During the primary hip surgery, the 50mm 2-hole cup was found to be unstable after it was implanted. The surgeon removed the cup and upon further examination, a fracture was discovered in the superior acetabular wall. The surgeon re-implanted the cup and inserted a 6.5 x 30mm dome screw in the first hole. The surgeon determined that a 6.5 x 30mm dome screw could not be inserted into the second hole due to the fracture. The 50mm 2-hole cup and 6.5 x 30mm screw were then removed and a 52mm multi-hole cup and 3 dome screws were implanted as this allowed for more screw hole options. The 52mm cup was stable and the surgery was completed successfully. The reason for the breakage is probably the sizer that wouldn't fully seat and the surgeon hit the handle harder, which may have caused the crack.